Manufacturer narrative:
(B)(4): the customer reported that after an upgrade the device would not power on as expected. There was no patient involvement. The device was returned to philips for eval. The reported symptom was confirmed. The processor pca and therapy pca were replaced to resolve the reported symptom. After passing all required testing the device was returned to the customer. This failure to power up was resolved via multiple parts replacement. Therefore we are unable to determine the cause.

Event description:
The customer reported that after an upgrade the device would not power on as expected. There was no patient involvement.